Manufacturer narrative:
The cause of the different advia centaur xp (B)(6) results between draws is unknown. Siemens has requested the sample for additional testing however, the january sample has been discarded. Quality controls are within range indicating the system is performing to specification. The limitations section of the instructions for use states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis a virus. "

Event description:
Customer observed a (B)(6) advia centaur xp (B)(6) result on one sample drawn from a patient and a (B)(6) advia centaur xp (B)(6) result on a second draw from the same patient one month later. There are no reports that treatment was altered or prescribed or adverse health consequences due to the different advia centaur xp (B)(6) results on two draws from the same patient.

Manufacturer narrative:
MDR 1219913-2015-00054 was submitted on february 19, 2015 reporting a (B)(6) advia centaur xp (B)(6) result on one sample drawn from a patient and a reactive advia centaur xp (B)(6) on a second draw from the same patient one month later. The cause for the different results between draws is unknown. Additional information - march 17, 2015 the (B)(6) sample is not available for siemens to perform additional testing. The customer noted that this sample is the only discordant sample that she is aware of. It was brought to her attention by the physician who questioned the result. The sample was drawn and spun down at an alternate facility and couriered to the customer's laboratory. The second sample was drawn and centrifuged at the customer's facility. Since the sample is not available for testing, siemens is unable to determine the root cause. Based on the information provided by the customer, it appears to be an unidentified sample specific issue such as sample handling. The original sample was drawn at a different facility and then brought over to this facility to be processed. The account runs approximately 29 samples per month on the advia centaur xp havm assay. This has been the only discordant result. This is an approximate positive percent agreement of 96.5% which is in the 95% confidence interval of 91.72 to 99.4% stated in the instructions for use.